Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 05/19/2016 to report that they experienced a hypoglycemic event on (B)(6) 2016. The patient heard the dexcom alert - and tested her blood glucose (bg) with her bg meter. The patient tried to treat herself by drinking juice and taking glucagon but her bg kept dropping, below 55mg/dl, so she called paramedics. The patient was at 21mg/dl when the paramedics arrived. The patient refused to be transported to the hospital and continued to treat herself. Patient made the paramedics leave. There was no alleged device malfunction. At the time of contact, the patient was in good condition. No additional event or patient information was provided.